Event description:
An inventory manager reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. Upon follow up with the facility administrator, the blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual evaluation, a fiber fragment was noted. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was noted at approximately 170°, with the dialysate ports situated at 0°, on the non-cavity ID end. The fiber fragment measured approximately 1.60mm in length. An opposing end could not be identified. There was no other damage or irregularities noted. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review it was noted that there was one other complaint reported against the lot. A production records review was performed on the reported lot. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
An inventory manager reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. Upon follow up with the facility administrator, the blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is available for return for physical evaluation by the manufacturer.